Manufacturer narrative:
(B)(4)

Event description:
Upon further review of the complaint, it was confirmed that the patient did not experience inaccuraces but instead, they were having software issues between their pump and computer. Therefore, this should not have been reported. No further patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.